Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a sensor error. Customer reported that the sensor error occurred shortly after a lost sensor alert when communication was reestablished. He stated that the sensor appeared to be fully inserted and flat against the skin. He was not able to run a test plug procedure at the time. Customer declined to disconnect the transmitter. He stated that he felt he triggered the sensor error himself and wanted to get the sensor reconnected. The blood glucose reading was 150 mg/dl. Nothing further was reported.